Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were experiencing shocking and extreme pain. The patient also referenced disconnected lead wire documented in this call. The patient's wife also got on call and repeated symptoms documented in this call, and also medications referenced in a previous call. The patient stated he already worked with both the doctor and the rep who told him to take stimulator out. The patient was redirected to their hcp for next steps. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding the implantable neurostimulator (ins) for spinal pain. It was reported that the rep last left him on a program with a high setting where the patient did not feel stim. It was believed that patient was referring to hd settings. Patient stated that this type of programming never worked well for them. It was also reported that if patient turned stim up too high it went to stomach. Turning stim back down resolved this. Basic programming best practices were reviewed with the patient. No further complications were reported/anticipated.